Manufacturer narrative:
The tech cleaned and greased the hi low shaft. The tech found the hi low brake not locking fully and tightened the screw locking the hi low brake to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the bed had a mechanical drift. No injury reported.